Event description:
It was reported the patient had a holter monitor and the implantable pulse generator (ipg) was reprogrammed to decrease the sensitivity and to allow unipolar sensing in order to better view artifact detection on the holter data. It was noted on the electrogram that ventricular sensing was potentially occuring late on the qrs interval. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.